Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 473mg/dl at the time of the event. The customer was admitted to the hospital and provided emergency treatment. The customer stated that the symptoms expressed flu-like, tired/weak, and difficulty breathing. Troubleshooting was performed and found that the auto mode feature was not active at the time of the event. The customer is using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 770 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Customer returned insulin pump for an alleged possible under delivery, visit to emergency room and was hospitalized for high bgs found on (B)(6),2022. Also, on (B)(4), svn#: (B)(6)- customer returned insulin pump for an alleged possible under delivery, visit to emergency room and was hospitalized for high bgs found on (B)(6), 2022. Insulin pump was received stuck on flashing medtronic logo with an audio beep alert. Unable to verify possible under delivery and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to stuck on flashing medtronic logo with an audio beep alert. Unable to download history files and traces using thump due to stuck on flashing medtronic logo with an audio beep alert. Unable to upload insulin pump to carelink due to stuck on flashing medtronic logo with an audio beep alert. Insulin pump was cut open to perform visual inspection and found corrosion on the electric board 1, electric board 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. ¿the original pcba 2 was cleaned and installed and swapped out with a working test electric board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and stuck on flashing medtronic logo with an audio beep alert noted. The original electric board 1 was cleaned and installed and swapped out with a working test electric board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and stuck on flashing medtronic logo with an audio beep alert noted. Stuck on flashing medtronic logo with an audio beep alert was confirmed, due to corrosion on the electric board 1 and electric board 2. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify customer alleged for high bgs. Unable to verify possible under delivery and perform the required testing due to stuck on flashing medtronic logo with an audio beep alert. Unable to upload insulin pump to carelink, download history files and traces using thump due to stuck on flashing medtronic logo with an audio beep alert. Stuck on flashing medtronic logo with an audio beep alert was confirmed, due to corrosion on the electric board 1 and electric board 2. During visual inspection, corrosion was also found on the force sensor noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.